Manufacturer narrative:
The complaint is under investigation.

Event description:
It was reported that during procedure, the constant irrigation was turned off unexpectedly. The surgeon was able to resolve the issue by manual restart of the irrigation. There is no report of patient/user harm. No report of prolonged or delayed surgery.

Manufacturer narrative:
The device has not been returned/ accessible for investigation yet. The investigation will be continued when the device is available for examination.

Event description:
It was reported that during procedure, the constant irrigation was turned off unexpectedly. The surgeon was able to resolve the issue by manual restart of the irrigation. There is no report of patient/user harm. No report of prolonged or delayed surgery.

Manufacturer narrative:
The complaint is under investigation. No corrective or preventive actions can be implemented, until the investigation has been completed. We were informed, that the device subject to this event will not be returned for investigation. Therefore, the investigation will be continued, based on available information. The investigation is ongoing.

Event description:
It was reported, that during procedure. The constant irrigation was turned off unexpectedly. The surgeon was able to resolve the issue, by manual restart of the irrigation. There is no report of patient/user harm. No report of prolonged or delayed surgery.

Event description:
It was reported that during procedure, the constant irrigation was turned off unexpectedly. The surgeon was able to resolve the issue by manual restart of the irrigation. There is no report of patient/user harm. No report of prolonged or delayed surgery.

Manufacturer narrative:
With regard to this event logfiles were provided for investigation. Review of the logfiles did not reveal any anomalies. The logfiles indicate that the irrigation is turned off each time the pedal is released. Since logfile review shows that the irrigation was turned off manually by using the foot pedal, it was determined that the reported event is attributable to an unintended use error. No similar issues were reported on this eva since the reported event. It should be noted that the programming of the irrigation mode is included in section 10.5 of the eva manual. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends.